Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3389s-40, lot# v248458, implanted: (B)(6) 2009, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for dystonia and movement disorders. It was reported that the patient is going to have an operation related to their deep brain stimulation (dbs). It was determined on the week prior to tis report that there was a wire in the patient's head that broke and the health care provider (hcp) is going back in to fix the wire. There was no known impact or consequence to the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Please note that conclusion code (B)(4) and result code (B)(4) no longer apply to this report. Additionally, some manufacturer contact information captured in the report has been updated at this time. Device evaluation: analysis of the lead found all conductors were broken 16.8 cm .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.